Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-feb-2026, a monthly maude review was performed and found a complaint not reported to arthrex. The report indicated that a drill bit broke into two pieces in the patient's tissue. This was discovered during a procedure on (B)(6) 2025.